Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer had not removed residual air from the cartridge. Tandem technical support educated the customer to remove any residual air from the cartridge. Customer reloaded the cartridge to resolve the issue. There was no reported adverse impact to the customer's blood glucose level.